Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9; h3; h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. ¿ seroma-late- breast: unable to observe since it is not related to the device. As per the investigation procedure deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "possible leaking", "fluid around implant", and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "possible leaking", "fluid around implant", and exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible leaking"; "fluid around implant"; capsular contracture, baker grade IV.